Event description:
Lead was implanted and had great results for about 5 days. Lead was firmly still in the epicardium and had started to endothelise. The entire epicardium was covered in significant scar and it was suspected that the lead was screwed into scar tissue. Lead was surgically abandoned and replaced.